Event description:
The reporter stated that he did a meter to hcp meter comparison test 20 minutes apart. The reporter used his meter and test strip and received a reading of 247mg/dl. The result of the test on his doctor's meter(using the doctor's test strip) was 338mg/dl. He did not have any symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8